Manufacturer narrative:
This report is submitted on november 29, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device leading to device non-use. The device was electively explanted on (B)(6) 2023, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 15, 2024.